Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A consumer reported that they were experiencing poor communication on their patient programmer. It was noted that the consumer had a rechargeable implantable neurostimulator and the consumer was unable to communicate with the implantable neurostimulator recharger as well. It was unknown when the consumer last felt stimulation and had a last successful recharging session. The consumer noted the reason for not recharging was that she was trying to get pregnant. The consumer noted that she was miserable. The indication for use was spinal pain. Should additional information be received, a follow up report will be sent out.